Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted. Insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed button error. He was unable to clear the alarm because the esc and act buttons were unresponsive. The customer's nurse also noticed fluid in the insulin pump. The insulin pump had a crack at the bottom of the reservoir window towards the right button. Customer's blood glucose level was 288 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.